Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient with narrow anterior chamber angles. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -6.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). (B)(4).